Manufacturer narrative:
The insulin pump was received no button response due to flattened escape and act button dome switch. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip,scratched lcd window and cracked battery tube thread. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was not performed. The device was returned for analysis.